Event description:
The pt underwent a right total hip in 2003. In 03/2004, the pt rolled over in bed and sustained an anterior dislocation. In 3/2004, the pt had a closed reduction under general anesthesia. While in recovery, the hip dislocated again and pt was taken for a closed reduction. In 04/2004, the pt was ready for discharge when pt got onto a commode and had a repeat anterior dislocation. The pt was taken to the operating room for hip revision surgery. The acetabular liner was removed and found to have two chips out of it. The surgeon was unsure if the liner had broken and caused the hip dislocation or if the liner had been broken during one of the reductions. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.